Event description:
It was reported that the insulin pump alarmed button error twice. The customer stated that the alarm occurred the night prior when she reached home from work, and no significant events leading up to the alarm were noted. The blood glucose reading was 124 mg/dl. She stated that she took the battery out and left it out overnight. She stated that when she put the battery back in, she reset the time and date, as well as all other settings. The customer stated that the device seemed to be working fine, but she received the button error alarm again. She reported that she could not garner a response from any buttons. The blood glucose reading was 324 mg/dl at the time of the second alarm. She treated with a manual injection and declined additional troubleshooting assistance. No significant events leading to the second alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.